Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 20 while using the device updater to update the pump. Reportedly, the customer was unable to continue the update process and is unable to use the pump. During troubleshooting, it was reported that the pump was verifying 505. Upon further review, tandem technical support confirmed that device updater began loading then the pump received application stack failure. It was confirmed that the customer had a backup method of insulin delivery available.